Manufacturer narrative:
(B)(4). Initial reporters phone number: (B)(6).

Event description:
On (B)(6) 2017 an eye care professional (ecp) called our affiliate in (B)(6) to report that a patient (pt) ¿had been hospitalized following a vision loss with a ¿strong infection¿ consequence, suspect ¿acanthamoeba¿ while wearing the acuvue oasys brand contact lenses. The ecp reported that the ¿infection is reported for os, however the ecp stated that the od may also be affected and provided lot #s for both eyes.¿ the ecp is not aware of the quantity affected. The ecp also reported that ¿as far as he/she is aware, the pt didn¿t take any medication prior to be hospitalized, just ¿pressure tablets.¿ the ecp does not have any addition medical details on the event or how it occurred. The ecp also reported that the event date is unknown. The ecp reported that the ¿pt came in for an eye check up on (B)(6) 2016 and issue is likely to be occurred over the christmas period.¿ the pt is reported to be an experienced wearer. The ecp reported that the pt may have discarded the suspect lenses. On (B)(6) 2017 additional information was received from the affiliate as follows: it was reported that the pt was admitted to the hospital on (B)(6) 2016 with suspect acanthamoeba infection. The ecp reported that the pt was prescribed acuvue oasys ¿ 2 weekly. History: ¿pt attended to collect lenses on (B)(6) 2016. Returned on (B)(6) 2016 for an emergency appointment complaining of left gritty eye. Ecp removed lens, examined and discharged, but advised to see gp if symptoms persisted. Patient phones on (B)(6) 2016 to say he/she had been admitted to hospital with possible acanthamoeba infection.¿ no additional information was received. On (B)(6) 2017 an email was received from the affiliate with the additional information from the ecp as follows: the pts age is (B)(6) and is a longstanding extended wear contact lens patient. The pt had previously worn a competitor¿s contact lens. The ¿pt had a routine ac appointment on (B)(6) where the optometrist recommended acuvue oasys 2 weekly and only 6 consecutive nights wear, rather than a full month. Patient put first pair of acuvue oasys lenses in on (B)(6) and noted lenses not terribly comfortable. Attended for an emergency appointment on (B)(6). Optometrist checked and noted no stain, no discharge or other abnormality. Va was not noted but reported as no change noticed by patient. Optometrist advised to keep lenses out as a precaution and advised to see gp if problems persisted. On the (B)(6) patient attended a walk in clinic and was given drops ¿ name not known. Patient saw own gp on (B)(6) who suspected an infection and sent to hospital. The hospital admitted patient on (B)(6) and took scrapings to determine infection. Drops (name is unknown) were administered every hour for 4 days. Vision reduced still (va¿s not given) and patient told vision could take up to 4 months to recover.¿ the ecp reported that he/she will try to contact the pt for additional medical information. On (B)(6) 2017 an e-mail was received from the affiliate. A call was placed to the ecps office who reported that no additional information had been received from the pt. This report is for the pts od event. The pts os event will be submitted in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lxw7 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.